Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited loss of radio frequency telemetry. The patient then presented to the clinic and a device reset was performed. Radio frequency telemetry was successfully restored. There were no adverse consequences to the patient.